Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely with an implantable cardioverter defibrillator (ICD) that exhibited post paced t-wave oversensing (pptwos). Patient came into clinic and had programming changes done to device. The issue was resolved as there were no further incoming transmissions from the patient. No patient consequences reported.